Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure angina & restenosis occurred. The index procedure (B) (6) 2003 treated the target lesion located in the mid left anterior descending artery (lad). The reference vessel diameter was 3.75mm and the lesion length was 14mm. There was 70% stenosis and a timi flow 3. The vessel was pre-dilated with a maverick balloon with 0% diameter stenosis after dilation and implanted with the assigned study stent. Angiography post-procedure showed 0% stenosis and timi flow 3 (core lab post-data: 23% stenosis and timi flow 3). A follow-up angiography study was performed the next day at the time of discharge (two days after the index procedure) due to epigastric pain. Cardiac involvement was ruled out and the investigator felt the event was related to medication. Core lab angiography data showed 30% stenosis and timi flow 3. At the one month follow-up in (B) (6) 2003 stable angina was reported. Angiography without revascularization was performed and determined not to be cardiac in nature and treated with medication adjustments. Angiography showed stenosis of 0% (core lab post-data:28% stenosis and timi flow 3). At the four month follow-up in (B) (6) 2003 stable angina was reported. Hypertension and nausea were reported with an onset of (B) (6) 2003 and resolution in (B) (6) 2006. The events occurred after taking medications. Action taken was only medication for the hypertension. At the nine month follow-up in (B) (6) 2004 stable angina was reported. Angiography showed 0% stenosis and timi flow 3 in the mid lad (core lab post-data: 20% stenosis and a timi flow 3). At the one year follow-up in (B) (6) 2004 no angina and/or events were reported. At the two year follow-up in (B) (6) 2005 stable angina was reported requiring hospitalization and a non-target vessel revascularization at which time a taxus stent was placed in the distal right coronary artery (rca). It was reported, "lesion at the proximal end of the study stent." Angiography revealed 0% stenosis. The event resolved the next day. The angiography of the target vessel showed 0% stenosis and timi 3 (core lab post-data: 29% stenosis and timi flow 3). At the three year follow-up in (B) (6) 2006. No angina was reported. Following the visit, angina was reported and required hospitalization and a non-target vessel revascularization in (B) (6) 2006 and an express2 stent was placed in the mid-rca. The core lab showed 31% stenosis and timi flow 3. The event was deemed not related to the target vessel. A follow-up angiography study was performed in (B) (6) 2006, due to patient complaints. The angiography data showed 100% stenosis and timi flow 0 (core lab post-data: 28% stenosis and timi flow 3). At the 4-year follow-up in (B) (6) 2007, no angina was reported. No data is reported for the five year follow up visit, however, angina pectoris was reported with an onset date of (B) (6) 2008. Angiography without revascularization was performed in (B) (6) 2008 due to patient complaints. The angiography shows 100% stenosis and timi flow 0 in the target vessel. The event was deemed as not related to a cardiac vessel. The event resolved in (B) (6) 2008 and the action taken was the hospitalization, angiography study, and medication therapy.